Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 500 mg/dl. The customer reported that insulin pump was off for about 10 days. The customer reported that the metal conductor piece was missing. The device will not be returned for the analysis. The customer reported that insulin pump was shut off. The device will not be returned for the analysis.